Manufacturer narrative:
.

Manufacturer narrative:
Correction to f/u 1 MDR in field: adverse event and product problem should have both been checked. Additional information was received that it is unknown if the missing silicone was retrieved from the patient¿s body. No further information can be obtained.

Event description:
A report was received that the patient was experiencing a loss of stimulation and would undergo a lead explant procedure. High impedances were recorded on the lead, it was replaced and the patient was reportedly doing well after the procedure.

Event description:
A report was received that the patient was experiencing a loss of stimulation and would undergo a lead explant procedure. High impedances were recorded on the lead, it was replaced and the patient was reportedly doing well after the procedure.

Manufacturer narrative:
Additional suspect medical device components involved in the event: model #: sc-4316, description: next generation anchor kit-sterile. Analysis of sc-4316 concluded that visual inspection revealed eyelet damage to both anchors, with some missing silicone. Model#: sc-3138-55, serial #: (B)(4), description: scs phiii ext 55cm. Analysis of sc-8216-70, s/n (B)(4) concluded that the loss of stimulation could not be confirmed. Visual inspection revealed that the lead and lead extensions were cut approximately 17 inches from the distal end and could not be tested electrically. The damage to the lead and lead extensions is consistent with damages done during the explant procedure and are not considered a failure.

Event description:
A report was received that the patient was experiencing a loss of stimulation and would undergo a lead explant procedure. High impedances were recorded on the lead, it was replaced and the patient was reportedly doing well after the procedure.